Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is distorted when the connector is pushed a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction the image was not displaying and became distorted when the connector was pushed was due to deformation of the electrical (el) connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the gastrointestinal videoscope displayed no image. There were no reports of patient harm.